Event description:
The anchor fast oral et tube holder uses a strap and clip to hold an oral endotracheal tube in place. Patient's rn noted increased respiratory distress and change in vital signs. The patient's et tube had slipped from its desired position of 26 cm to 20 cm, which allowed the cuff to be above the vocal cords, which lead to a loss of a stable airway. Patient required a bronchoscope to advance the et tube back to the correct position. Broken anchor fast device was replaced with a new one. The clip that holds the strap around the et tube had snapped off spontaneously.